Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. There was no missing wire observed during visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. There were additional findings that were not related to the customer reported complaint. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. The instrument was found to have a broken chassis near the input #4 disk. The broken piece was not returned measuring roughly 0.4480¿ x 0.1300¿ in size. Components adjacent to this broken chassis do not show damage.

Event description:
It was reported that prior to the start of a da vinci-assisted inguinal hernia surgical procedure, it was observed that the fenestrated bipolar forceps instrument was missing a wire. The procedure was completed with no reported injury.